Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of call. No additional information was provided. Customer¿s blood glucose level was 159 mg/dl.